Event description:
It was reported that the patient presented in clinic. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing and this had been noted in previous remote transmissions as well. Programming changes were made to address the issue. The patient was in stable condition before and after the changes.